Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally it was reported that the pump touch screen "changes to different screens" and reportedly the customer received an incomplete bolus alert without requesting a bolus. Customer's blood glucose was 146 mg/dl. During troubleshooting with tandem technical support (cts), the cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds). However, the customer alleged the alert was false. The customer declined further troubleshooting with tandem technical support.